Manufacturer narrative:
The hill-rom technician found the brakes not holding due to part of head brake caster sticking. The technician swapped the bed for a known working bed. The technician replaced the brake caster during a between patient inspection at a hill-rom service center to resolve the issue. Based on this information, no further action is required. (B)(4).

Event description:
Hill-rom received a report from the account stating the bed has a broken caster (brakes not holding). The bed was located at the account. There was no patient/user injury reported. (B)(4).